Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the door winch cable was adjusted and all door switches were checked. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used during a sacroiliac and thoracolumbar procedure. It was reported that imaging system was brought in around a patient, but the door would not fully close as it was noted that the covers are not fully aligned and there is a crack in the cover. The pendant stated door open even though the system was noted to be closed. No impact on patient outcome. Length of surgical delay is unknown. On 2020-feb-20 it was reported that the site was able to use the manual crank to turn the door winch and it cleared the error message, which then enabled the a/p lateral movement. The case proceeded and navigation was accurate. There was a reported delay of 15 minute due to this issue. Patient information provided.